Manufacturer narrative:
Correction, this file has been re-assessed and is no longer reportable.

Event description:
It was reported that the device had a bad air in line sensor. There was no reported patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device had a bad air in line sensor. There was no reported patient involvement.